Event description:
The patient's device remains programmed off and their vocal cord issues have not resolved at this time. They are hoping their issues will resolve spontaneously by (B)(6).

Event description:
It was reported by a physician through a company representative that a vns patient was diagnosed with vocal cord paralysis. At the moment, the physician believes the event is related to vns surgery. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
Additional information was received from the area representative indicating the patient got a referral letter to an ent for a second opinion. The device was programmed off and will remain off until a medical decision is made.